Event description:
This case occurred in the united states. According to the information received on 27-may-2022, a patient was injected approximately in (B)(6) 2022 - exact date unknown - into the mid cheek area with rha 2 and rha 4. Six weeks later, on (B)(6) 2022, the patient presented with pain at the location of the injection site and discoloration. As reported, it looked like the rha was compressing the blood flow, but there was no necrosis. As corrective treatment, the injector was advised to give hyaluronidase, however it is unknown if the patient received it yet. No other information was provided at the time of this report.

Event description:
This case occurred in the united states. According to the information received on 27-may-2022, a patient was injected on (B)(6) 2022 with a rha 3 product into the oral commissures and mid cheeks, using fanning injection technique, and with rha 4 into the mid cheek area using bolus injection technique. Two weeks post injection, the patient complained about pain, followed 5 days later by bruising at the right cheek. Two weeks later, on (B)(6) 2022, the patient presented at the injector's office with pain and discoloration at the right cheek. As reported, it looked like the rha was compressing the blood flow, but there was no necrosis. In addition, it was reported that the patient experienced lumps on an unknown date, which were decreazing in size. On (B)(6) 2022, the patient was treated with hyaluronidase 150 ui, 0.8 ml, to the right cheek. According to the latest information received on 30-jun-2022, the patient was not recovered from the discoloration, and was recovering from pain, lump and vascular occlusion. The outcome for the bruising was unknown. Follow up information : follow up information was provided by the injector on 22-jun-2022. Events of bruising and lumps were added. Onset date, treatment dosage and events outcome were added and the narrative updated accordingly.